Event description:
Healthcare professional reported, right side exchange of textured devices, due to patient's concern with product. Device was explanted. Later, healthcare professional reported, right side "hole, non-specific".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Rupture: not observed openings, during the analysis. Additional observations: observed, deformation on the device. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side exchange of textured devices, due to patient's concern with product (hole was observed, upon explant).